Manufacturer narrative:
Two implant dates were provided; however, it was not specified whch products are related: (B)(6) 2011.

Event description:
It was reported that an uphold vaginal support system was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.